Event description:
It was reported that the ilet was dropped and subsequently exhibited audible piston struggle during rewind, followed by repeated insulin delivery occlusion alerts despite multiple infusion set changes, raising risk of interrupted insulin delivery. Symptoms included potential under delivery of insulin associated with occlusion alerts. Outcomes included interruption of insulin therapy requiring device and supply replacement. Investigation included complaint intake review and logistical assessment of replacement device and supplies. Investigation of this case revealed a suspected mechanical malfunction of the pump piston or related drive mechanism with associated occlusions, with contributing factors including prior device drop. It was concluded that the pump should be replaced and replacement infusion sets and connectors should be provided to mitigate risk of insufficient insulin delivery.